Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. The reported patient effect of unspecified tissue injury as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the available information, the reported unspecified tissue injury appears to have been a result of patient morphology/pathology. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed for tissue damage. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. The patient anatomy included thin, frail leaflets. The clip delivery system (cds) was advanced into the patient anatomy. The clip was able to grasp the leaflets; however, the physician released the grasp to get a better grasp of both leaflets. The clip did not become caught in the chordae, but a chordal rupture occurred. The clip was removed and replaced with an xtw clip. The xtw was able to get a good grasp at the same location the ntw clip had grasped and the flail caused by the chordal rupture was grasped in the clip. A second xtw clip was placed and the mr was reduced to grade 1. There was no clinically significant delay. No additional information was provided.